Event description:
It was reported that the cane bent, collapsed and the end user fell suffering unspecified injuries.

Manufacturer narrative:
The end user fell at home when the cane she was using bent and collapsed. It was reported that injuries resulted. We were not provided with any details pertaining to the incident or alleged injuries. We do not know the lot number of the device. The sample was not returned for evaluation. Photos were not provided. We do not know the overall condition of the device or how it was being used at the time of the incident. We have not confirmed the issue or identified a potential root cause. In an abundance of caution, due to the report that injuries resulted, this medwatch is being filed.